Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received. Additionally, it was reported that the pump indicated multiple data log corruptions. Reportedly, customer continued to use the pump for insulin therapy. Customer' s blood glucose level ranged from 130-150 mg/dl.